Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector. After the lens was inserted, the surgeon noticed the capsule was damaged and the lens was removed. The cause of the capsule damage is unk, however, the device was in contact with the pt at the time of the event, therefore, it cannot be ruled out as a possible contributing factor. Additional information has been requested. Reference MDR 2031924-2010-00199.

Manufacturer narrative:
(B)(4).